Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, requiring placement on the charger to wake the screen despite full charge, clean surfaces, and current software; the device vibrated inconsistently when the wake button was pressed, and a replacement was arranged after troubleshooting and education. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alarms, no medical intervention, and replacement supplies shipped. Investigation included customer troubleshooting, verification of charge status, software version, physical condition, and cleaning, as well as logistics for device return. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly. This is b5 but there was no fault found.